Event description:
It has been reported that device was deployed - subject was not resuscitated.

Manufacturer narrative:
(B)(4). Device evaluation pending. Issue is being reported per philips reporting practice for adverse events.